Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the trackers were not seen by the navigation system. The site tried many angles to recognize the sensors and a green line of communication was seen on the navigation system. Navigation and imaging was aborted. Site used a c-arm to finish the case. There was no patient impact reported and a delay to surgery of less than one hour.